Manufacturer narrative:
01/04/2017 - a review of the device history record indicates that compounding and manufacturing process were all within specified parameters. Inspection of 13 pieces of retained samples were evaluated for color and odor. No discoloration observed however there was an odor detected on condoms. While odor is subjective from user to user, actions were taken in manufacture processing to decrease discernable odor for this cosmetic complaint. On 02/16/2017 - no further correspondence received from end user. No other odor complaint received on the lot# of product. No further action taken aside from what was indicated 1/4 on 03/03/2017 - retain samples from lot were sent microbial testing; results indicated within specification limits. Retain sample from lot were tested for aqueous extractable protein content; results indicated within specification limit. No other action to be taken at this time.

Event description:
On 12/19/2016 user indicates that condom sample was discolored and smelled "awful". User indicated that female partner developed symptoms of vaginal infection after using the product. The female partner reached out to her physician who prescribed diflucan for treatment.

Manufacturer narrative:
On (B)(6) 2017: a review of the device history record indicates that compounding and manufacturing process were all within specified parameters. Inspection of 13 pieces of retained samples were evaluated for color and odor. No discoloration observed however there was an odor detected on condoms. While odor is subjective from user to user, actions were taken in manufacture processing to decrease discernable odor for this cosmetic complaint.

Event description:
On (B)(6) 2016 user indicates that condom sample was discolored and smelled "awful". User indicated that female partner developed symptoms of vaginal infection after using the product. The female partner reached out to her physician who prescribed diflucan for treatment.

Manufacturer narrative:
On 01/04/2017 - a review of the device history record indicates that compounding and manufacturing process were all within specified parameters. Inspection of (B)(4) pieces of retained samples were evaluated for color and odor. No discoloration observed however there was an odor detected on condoms. While odor is subjective from user to user, actions were taken in manufacture processing to decrease discernable odor for this cosmetic complaint. On 02/16/2017 - no further correspondence received from end user. No other odor complaint received on the lot# of product. No further action taken aside from what was indicated 1/4.

Event description:
(B)(6) 2016 user indicates that condom sample was discolored and smelled "awful". User indicated that female partner developed symptoms of vaginal infection after using the product. The female partner reached out to her physician who prescribed diflucan for treatment.